Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets leak event on (B)(6) 2024. The blood glucose level was over 400 mg/dl. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3.